Manufacturer narrative:
The fsr replaced the level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) attached the level sensor to a lab use only (luo) level module and luo reservoir. He observed the level sensor to pass all release test steps and the unit performed as expected. No visual damage was observed on the sensor.

Event description:
The field service representative (fsr) reported that during field installation of the device, the level sensor was alarming on the thin side of test fixture when it should not have. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2021 the log shows where the level detection is turned on and an alarm occurs. Since this was discovered on new installed systems, other testing caused other events to occur. There is no way to tell from the log if the alarm should have occurred or not but it does match the complaint description. This was an unusual problem, especially to occur on two systems.